Event description:
The cause of the infection is likely due to the implant surgery.

Event description:
Reporter indicated that vns pt was hospitalized and scheduled for explant due to staph unfection at the generator site. The infection was treated with antibiotics and explant of the pulse generator only. Pre-operative, intraoperative and post-operative antibiotics were prescribed at the time of initial implant. The ncp system tunneling tool was used for the implant as a single-use-only device. The pt had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns implant and is not implanted with any other devices. Reimplant is planned when the infection resolves. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.